Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the lancing device is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014, at approximately 9:30pm, she was attempting to remove the cap from her adc lancing device and cut her finger. Customer stated she "put bandages on her finger" and self-presented to a local hospital the next morning. Customer reportedly "received a stitch in her finger", however, no additional treatment was reported. There was no report of death or permanent impairment associated with this event.